Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced an epileptic seizure, loss of consciousness, scratched hands, injured tongue, and was taken to the hospital. The customer was diagnosed with hypoglycemia and treated with glucose injection. Additionally, post-treatment laboratory readings of 196 mg/dl taken on (B)(6) 2021 and 327 mg/dl taken 06-may-21, were reported. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced an epileptic seizure, loss of consciousness, scratched hands, injured tongue, and was taken to the hospital. The customer was diagnosed with hypoglycemia and treated with glucose injection. Additionally, post-treatment laboratory readings of 196 mg/dl taken on (B)(6) 2021 and 327 mg/dl taken (B)(6) 2021, were reported. No further treatment was reported. There was no report of death or permanent injury associated with this event.